Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, h6.

Event description:
Healthcare professional later reported "rupture". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
Healthcare professional reported "echogenic lymph node with dorsal sound alteration", "oval fluid accumulation in a capsule fold" and "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, and rupture.